Event description:
It was reported that the patient's implantable neurostimulator (ins) turns itself off on its own with the result that she felt acute pain in the low back area. This began a couple of days ago but it was noted that she noticed that her stimulation was turned off yesterday. She also stated that the ins shut off by itself 1 month ago as well. Her stimulation was currently turned back on and was helping with the management of her pain (although she still had some mild pain). It was noted that she did not recharge while sleeping and did not use her programmer. She stated that she had been reprogrammed 3 times, but had not had the ins checked in the last 6 months. She did have frequent visits to her physician at which time they 'did not do much to the device'. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: 2007 (B)(6), lead model 3778-60, serial# (B)(4), implanted: 2007 (B)(6), recharger model 37752, serial# (B)(4), programmer model 37742, serial# (B)(4). (B)(4).